Manufacturer narrative:
Additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received the tissue was not fully transected. The handle made cracking sound. Staples were not successfully deployed, that is why surgeon opened another reload. There is no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Post market vigilance (pmv) received one handle . Visual inspection of the returned product noted the instrument firing knobs were retracted and the articulation lever was in neutral position. The instrument could not be articulated to the fifth position in either direction. Pmv performed functional testing. The instrument was successfully loaded with a loading unit. During the firing cycle, skips were audible in the firing stroke. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of internal components revealed sheared teeth on the firing rack. Functionally the instrument was successfully loaded with a loading unit. During the firing cycle, skips were audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. The instrument could not be articulated to the fifth position in either direction. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. Replication of the insufficient articulation could be due to excessive torque applied while operating the instrument with thick tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open low anterior resection procedure. The patient's medical history is cancer with chemotherapy. The patient had thick / fibrous tissue. The stapling device was being used for the colon resection. The stapler reload did not perform as expected. The stapler was able to fire but there was poor staple formation. There were unformed staples left in the cartridge, it did not staple or cut. The central part of the staple line was incomplete. In order to fix the staple line, a new manual stapling handle and thicker reload were used. There is no patient harm. The patient outcome is alive, no injury.